Event description:
On (B)(6) 2024, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient was diagnosed with anemia and on (B)(6) 2024, an endoscopy was performed. Two ulcers were detected near the internal fixation plate, but they were not bleeding. A gastric protector will be made for the ulcers. The patient was hospitalized.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastric ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.